Event description:
The customer was hospitalized for high bgs. The customer was off the pump since being hospitalized. New batteries were inserted and the customer wants assitance in setting the time and date. The doctor feels that the customer is not absorbing due to scar tissue in the abdomen area, and needs to try a different infusion set. The customer's doctor would be adjusting the basal rates. In addition, the dr is confident that the pump is working fine.